Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. There was no allegation of an adverse event with this complaint. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a casing issue.

Manufacturer narrative:
Follow-up # 1 date of submission 6/06/2016 device evaluation: the device has been returned and evaluated by product analysis on 5/20/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment was cracked.